Manufacturer narrative:
Complainant reported that the fiducial placement and spaceoar procedure were unremarkable and otherwise normal. A CT angiogram was performed on the patient to confirm pulmonary embolism. Complainant reported that no gel was observed in the lung and the emboli appeared normal. Complainant reported that no gel was observed in the space between the rectum and prostate, nor was it observed in the prostate, prostatic capsule, rectal wall, iliac vein, or venous plexus on MRI. Complainant reported that the patient was prescribed an anti-coagulant, that his symptoms resolved, and that he remained asymptomatic through treatment. Complainant confirmed that the patient completed prostate cancer treatment without restriction and has no residual pulmonary issues.

Event description:
The patient presented with high fever and chest pain several hours after a procedure to place fiducial markers and spaceoar. CT imaging showed evidence of a pulmonary embolism. The patient was prescribed an anticoagulant.